Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: cause of cracked lid. Lid was repeatedly impacted by user. Chapter 3 inspection before use, 3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged. The legal manufacturer confirmed via DHR that the equipment was shipped out, satisfying specifications.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse noticed small cracks in the lid near the front and rear of the unit. The fse also noticed liquid near the lid edges. The fse replaced the entire lid assembly including the seal, warning, and direction stickers. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was initially reported the lid to the endoscope reprocessor was leaking. There was no patient involvement or impact to patient care reported for this event. Upon further inspection of the device by an olympus field service engineer, it was discovered the device had cracks in the lid.